Manufacturer narrative:
One opened knife sample was received by manufacturing inside of a plastic bag. The sample was examined per facility procedure and was found to be visually conforming. Functional penetration testing was performed on the returned sample. The test results, in grams of force, was 100.4 grams while the maximum allowable penetration test specification was 125 grams of force. All evaluation results were determined to be conforming. For this complaint file, the final customer lot number was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination revealed that this was the first complaint for a dull blade received against the final reported lot. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the second of two reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that knives from the facility custom-pak are noted to be edgeless during surgery. There has been no patient impact. Additional information has been requested.